Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA (B)(4). The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device orders were not crossing correctly. A technical support specialist informed the customer that the order appeared in the station's database at the specified time, but investigation was not possible as the order had already been stopped, customer approved case for closure. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower orders were not crossing correctly. The staff pharmacist there was notified by nursing that they were not seeing any of the heparin flush orders that had been entered crossing over to this machine. The machine had a message that mentioned that orders were not crossing correctly and that there was an interface issue. There were no adverse events or injuries reported based on this incident.